Manufacturer narrative:
The customer contacted product support and requested for the part number of the o2 regulator. The customer was provided with the part number of the o2 regulator and was transferred to parts for availability. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. Due to lack of additional information, it is unknown if any part or repair has been conducted. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Event description:
The customer reported the o2 regulator is leaking. The device was not in clinical use. No patient or user harm was reported.